Manufacturer narrative:
It is not known what role, if any, the lava ultimate crown played in the reported outcome. Other factors, such as prior tooth history, may have played a role in the need for root canal therapy and extraction.

Event description:
On (B)(6) 2016, a dental professional reported that a (B)(6) year-old female patient required both root canal therapy and tooth extraction of tooth #19. This tooth, with a history of distal lingual root resorption and sensitivity, had a lava ultimate cad/cam restorative for e4d crown placed on (B)(6) 2013. On (B)(6) 2015, it was reported that the crown broke and caries were identified. Subsequent to the crown fracture, the patient is reported to have undergone both root canal therapy and tooth extraction followed by implant placement. Information on the timing of these events (root canal and extraction) were not provided to 3m.